Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, diabetes mellitus, xerostomia, smoker, immediate implantation, bone resorption, pain, mobility.